Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), a scratch was noted. The lens was removed and replaced during the initial procedure. There was no reported patient harm. Additional information was requested.